Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-12. H6: investigation summary: it was reported that there was an incomplete scale on two syringes. To aid in the investigation, two samples were received for investigation by our quality team. The samples are 60ml syringes and came in a plastic bag. A visual inspection was performed. One sample has light printing of the number "40," and the other sample the number "50" of the graduation scale. No other defects or imperfections were observed. This defect can occur if the level of ink was low inducing the light printing. A device history record review was completed for provided material number 301035, lot number 8332878. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that 2 bd¿ luer-lok syringes 60 ml experienced scale marking issues. The following information was provided by the initial reporter: batch: 8332878. Incomplete scale ¿ 2 syringes. Defect syringes were found during packaging, at the end of each batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd¿ luer-lok syringes 60 ml experienced scale marking issues. The following information was provided by the initial reporter: batch: 8332878, incomplete scale ¿ 2 syringes defect syringes were found during packaging, at the end of each batch.